Manufacturer narrative:
(B)(4). A review of quality records was performed. The review did not show any unusual activity related to the customer's observations. An in-house troponin-I panel of reagent lot 42893un10 was tested. The panel testing produced acceptable test results indicating that the reagent lot is accurately detecting clinically significant concentrations. Testing demonstrated that the product is performing as expected. No product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that false positive architect stat troponin-I results of 0.03 ng/ml were generated for some patients (exact number of patients not specified). The results were inconsistent with the clinical backgrounds. The samples tested negative (0.0 ng/ml) using the axsym troponin-I method. The positive results were not reported out of the laboratory. No impact to patient management was reported.